Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that there were small prime volumes while troubleshooting for another issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: a review of the black box history indicated that data was overwritten on the reported event date. No evidence of a ¿load step malfunction¿ was observed in pump history. The pump powered on and displayed the ¿verify¿ screen. Ez prime steps were successfully performed on the pump. The force sensor was found to be within calibration. The pump was opened; the force sensor flex pins were intact and secured to the pcb socket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.